Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level did not respond quickly enough to a bolus delivery. Blood glucose level was not provided. The customer declined to provide additional information regarding the reported issue.